Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: minor cracks on the housing output sockets of the front panel; minor scratches on the housing covers and front panel; and no handpiece function on monpolar 2. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Troubleshooting was conducted before the device was returned. Based on the results of the investigation, the root cause was unable to be determined; the malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.